Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; no power with a cracked battery compartment and moisture inside the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2017 with the following findings: the pump's black box showed evidence of one unexplained pump reboot event on (B)(6) 2017. The black box also showed multiple call service 052 and 054 alarms on (B)(6) 2017. The pump powered on with a test battery cap, as no battery cap was re turned with the pump. The battery compartment was found to be cracked. There was evidence of moisture contamination inside the battery compartment. A 24 hour basal program was run with a test battery cap. No reboot or power issues were duplicated during the duration test. There was no evidence of additional moisture ingress inside the pump. The allegation of a no power issue could not be duplicated.